Event description:
The iab was inserted into the pt on 9/15/97 at 3:30 p.m. On 9/21/97 after iabp for over 151 hours, the iab leaked. The iab was removed and a second was inserted. Event complications: none from the event - reported 11/25/97. Pt's current status: unk - rpt'd 11/25/97.

Manufacturer narrative:
The product was not returned to datascope for evaluation. The item was discarded by the hosp.